Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles of 1/2 inch. The customer¿s blood glucose was unknown at the time of the incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoirs and no air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Conclusion no air bubbles were noted.